Event description:
The reporter called and alleged discrepant results when compared to the lab during a correlation. The reported device results were 7.1 and 6.5 inr. The corresponding lab results reported were 4.30 and 4.17 inr. Coumadin was held for two days and then the dosage was adjusted. The reporter declined product replacement.